Event description:
Customer reported a failure code 810:11. Customer stated incident occurred during biomed testing. Customer reported there were no pt injuries associated witht his report and there have been no incident reports filed since the last baxter service event.